Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator was not working for them to urinate. Patient said they had to go back to the doctor to get a catheter put back in because they couldn't be urinating. Patient stated that they were told to keep the catheter on or in when they had the device put in, but when they took it out, they started having problems and couldn't pee and had a terrible weekend. Patient went to the healthcare provider (hcp) on monday and they went in and set it up and patient could feel a pain like a little shock thing and the nurse practitioner said not to move it up too much at a time. Agent attempted to assist patient in connecting to their implant, but patient kept getting device not responding message. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.